Event description:
It was reported to philips that the system generated a remote alert stating that the image processing (ip)-pc disk bay was degraded. No harm was reported to philips. Philips has started an investigation of this complaint.